Event description:
It was reported that difficulty recapturing the closure device, closure device anchor damage, and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 33 mm watchman laa closure device & delivery system (wds). The closure device was deployed but release criteria was not met. Difficulty was experienced attempting to recapture the closure device and the device could not be fully recaptured using the standard recapture method. The delivery system was then separated from the access system, and the closure device was completely recaptured. When the closure device was withdrawn from the patient's body, an implant anchor was found not recaptured in the delivery system. One day post procedure a pericardial effusion was noted via cardiac ultrasound. While under observation, the pericardial effusion did not increase in size and no intervention was utilized. The patient fully recovered and was discharged.